Event description:
Customer reported reading of 300 & 76 mg/dl completed within 10 minutes on one adc meter. Test were performed on the finger. Results when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.